Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery displayed 5% battery life and then displayed 60% battery life without charging the pump. Tandem technical support reviewed pump history, and the pump history showed battery charge initiated at 5% battery life and battery charge ended at 90% battery life. There was no impact to customer's blood glucose level. Although requested, the customer did not upload pump data for review.